Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins) for crps and spinal pain. It was reported that the patient had an infection at the battery site. There were no contributing factors reported. The patient's doctor explanted the patient's battery upon finding the infection at the battery site about two months ago. The explanted battery was discarded and a new battery was placed and connected to the existing paddle lead. The issue was resolved at the time of the report.